Event description:
It was reported that the console exhibited error codes 235: no lps current, 302.13: mcb hardware interlock bit, 102.9: rcb hardware interlock bit. The photoselective vaporization of the prostate procedure was not completed due to this event.

Manufacturer narrative:
The console was field serviced and the reported error codes were confirmed. Evaluation determined an electrical issue with the console. Parts were replaced to resolve the event.

Event description:
It was reported that the console exhibited error codes 235: no lps current, 302.13: mcb hardware interlock bit, 102.9: rcb hardware interlock bit. The photoselective vaporization of the prostate procedure was not completed due to this event.